Manufacturer narrative:
Product analysis #705577197:equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): a concerto implant coil was returned within a shipping box; within a sealed biohazard bag and within plastic net. The concerto implant coil was returned without the introducer sheath. The instant detacher used during the event was not returned. Visual inspection/damage location details: the actuator interface was found to be intact and attached to the coupler tube. There appeared to be no evidence of mechanical detachment using an instant detacher at this location. The concerto pushwire break indicator was found to be intact and no bends or kinks were found with the pushwire. This is indicative that a manual detachment was not attempted at these locations. The coin was found still against the lumen stop. The shield coil was found intact with the implant coil still attached. The implant coil was found stretched and damaged with the polypropylene filament intact. No other anomalies were observed. Testing/analysis (including sem reports): a manual detachment was then attempted by breaking pushwire at break indicator and pulling release wire back. The implant coil was successfully detached. Conclusion: based on the analysis performed, the concerto coil was confirmed to have ¿non-detachment¿ as the pushwire was returned with the implant coil still attached. However, the implant coil was successfully detached manually during testing. Therefore, the root cause could not be determined. Since the instant detacher was not returned, any contributing factors of the instant detacher to the non-detachment could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the product was being used as per the instructions for use (IFU) but the coil could not be detached from the wire - both manual and the detacher method were tried. A medtronic device was used to complete the procedure. The reported device and any accessory devices were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.